Manufacturer narrative:
The pump was received with an intermittent up and down arrow button response due to the corroded keypad traces. There was no button error alarm during testing. The pump was received with normal operating currents. The pump was monitored for several days and no weak battery alarms occurred during testing. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a stained lcd resilient cover. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl at the time of the incident. Customer stated that the buttons were locking up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also received a weak battery alarm but was not able to troubleshoot due to the button error.